Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "received defective sample was packed in 2 pe bags. Inside of second plastic bag there was product, where was cut memobag under the closure space. There is visible, that the part of the white tube, is cut off from the wire closer to the memobag and there is missing part of the white tube. The reported defect "shea th coating separated from wire" can be confirmed. White protective tube is missing on the place nearest to the bag. The review of ohr revealed no production issues from the perspective of the reported defect at the time of manufacture of the complained lot. Root cause of this complaint is determined as unintentional user error. The customer may have used sharp tool to close the bag or pull it out of the patient. This can lead to the crack of the white tube when closing or pulling out the bag. Root cause of this complaint is determined as unintentional user error. The customer used excessive force excessive force within bag removal or using a sharp tool. As the root cause of this complaint was determined as "unintentional user error related", no corrective/preventive actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the procedure with the cyst was done and specimen was placed in the extraction bag. Whilst the bag was removed from the abdomen by pulling on the wire, the sheath around the wire stripped over 2 cm and this part of sheath remained in the applier. There was no consequences for the patient, as the sheath stripped part was recovered".

Manufacturer narrative:
Qn # (B)(4). Other remarks: n/a corrected data:

Event description:
It was reported that "the procedure with the cyst was done and specimen was placed in the extraction bag. Whilst the bag was removed from the abdomen by pulling on the wire, the sheath around the wire stripped over 2 cm and this part of sheath remained in the applier. There was no consequences for the patient, as the sheath stripped part was recovered".